Event description:
This 38 year old female had a bilateral augmentation mammoplasty in 1988 with insertion of silicone gel breast implants. She has developed several medical problems over the years, plus some pain associated with a motor vehicle accident 14 months ago. Gross exam: the right breast implant weighs 298 gm and has a 3.5 cm fenestration through which sticky, stringy material exudes. The left implant weighs 303gm and exudes the same sticky, stringy material through a 0.7 cm slit-like fenestration in the outer aspect of the implant. The MFR of the implants is not known to this reporting facility.